Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump shut down unexpectedly and would not recharge despite a previously functioning charger; a replacement pump and an additional charger were provided, with instruction to test the new charger before proceeding with pump replacement, and the user transitioned to backup therapy while continuing cgm use. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint handling, product replacement logistics, user education on shutdown procedures and data transfer limitations, and retrieval of the original device for assessment. Investigation of this case revealed a suspected device power or charging malfunction associated with the pump hardware, with no alarms reported and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a specific component or user factor.